Event description:
Customer reported that the zipper is broken on the head end panel and there is a tear in the mesh on the left side panel. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Result - eval of the returned product confirmed the reported issue. Eval revealed that the pt access, head panel, slider body is open. Additionally, right panel side is missing the zipper pull tab. The left window and side panel have netting tears. The foot panel has one inch of broken stitches. Note: posey instructions for use warning states - never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).